Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the failed battery test multiple times, scratches on the pump, buttons required more than one press to work occasionally, longer rewind, numerous random no delivery alarms and motor error. The insulin pump will not be returned for analysis.